Event description:
As reported by the b. Braun legal team: b. Braun legal received a notice of a patient with a history of metastatic non-small cell lung cancer with metastasis to the brain, along with hemorrhagic stroke, dvts, atrial fibrillation, and seizures. Records indicate that due to the patient's history of stroke and anticoagulation, treating physicians elected to place an ivc filter. In august 2023, records reflect that the patient was hospitalized for an episode of syncope, during which he became tachycardic and hypoxic. According to the records, a chest CT revealed "large left lower lobe pulmonary thromboembolism," with the ivc filter having migrated "into the ventricle primarily with limb(s) potentially within right atrium bridging the tricuspid valve." The records state that the patient was not a candidate for surgical removal of the ivc filter, and his family subsequently decided to seek palliative care. The death certificate provides that the patient passed away on (B)(6), 2023.